Event description:
A customer reported receiving a minimum fill notification on their device. The customer's blood glucose levels exceeded safe limits, but the specific value remained unknown as it was displayed as "high." The customer took corrective action by administering a correction bolus via the pump and did not require third-party assistance. Technical support educated the customer on proper cartridge loading procedures, recommending a minimum of 80 units of insulin when reloading, and provided instructions on cleaning the device. The support team also guided the caller through correctly loading a new cartridge onto the pump.